Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the wire loop failed to extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the flare detached, therefore this is now an MDR reportable event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter is slightly kinked. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare was detached and the snare was unable to be extended. However, review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue.